Event description:
Following an uneventful novasure endometrial ablation done on (B)(6) 2012, on a retroverted uterus sounding to 105cm, the patient had a post hysteroscopy which demonstrated "good distension, global ablation of the endometrium, and no visual evidence of perforation." The patient was discharged home. On (B)(6) 2012 the physician reported the patient returned to the emergency room 2 days later ((B)(6) 2012) with severe abdominal pain, nausea, vomiting, and fever. A computed tomography (CT) scan demonstrated free air in the abdomen. A laparotomy revealed "a perforation associated with cautery effect on the rectosigmoid colon. The perforated portion of bowel was resected and repaired by end-to-end anastomosis. The uterus was inspected and found to have 4 overlapping circular blanched regions. The lateral 2 regions were distinct in that they contained a central cauterized perforation...each approximately 2cm." A hysterectomy was done. The patient was discharged home (date unknown) "in stable condition."

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10 cm. (B)(4).